Event description:
Erroneously elevated troponin (accu tni) result from a single pt that was generated by the unicel dxl 800 access instrument. The initial accu tni result was 2.79ng/ml. The result was not reported out of the lab. The pt original sample was re-tested for accu tni. The repeated result of 0.40ng/ml was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.